Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the reload noted a full complement of staples. Functional evaluation of the reload noted that all staples were placed in test media after firing. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Product analysis suggests the product was used in a surgical procedure. No enhancements or improvements were generated for the reported condition. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection procedure. The reload was shown to be loaded properly onto the powered handle. When starting to fire, the powered handle did not operate and then the status light was shown blue as well as the stapler status light blinked green. The jaws were opened. The procedure was completed using a manual stapler and reload. There was no patient harm. The patient is stable.